Manufacturer narrative:
(B)(4). Batch #t5dn1u. Investigation summary: the analysis results showed that one gst60d cartridge reload was returned unfired with six double drivers and one single driver missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from left proximal side. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a proximal gastrectomy, the cartridge could not be loaded into the jaw of a device. Another cartridge was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the cartridge after the procedure, it was found that the cartridge pan was deformed. No further information is available.